Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had air/water leakage and liquid ingress found during an internal inspection. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens and ultrasound probe and foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, switch 1 cut, due to damage on instrument tube, water tightness lost, due to clogging of air/water tube, the amount of water contact did not meet the standard value, due to clogging of air/water tube, water removal ability did not meet the standard value, due to damage on ultrasonic cable, the number of missing element exceeds the standard value, due to a scratch on acoustic lens, displayed ultrasound image is defective, distal end has a burr, objective lens scratched, light guide lens shaved, adhesive around light guide lens peeled, angle rubber worn and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes of the reported events are unable to be determined. However, the cause of the foreign material is likely due to insufficient or inadequate reprocessing. In addition, the gap between the acoustic lens and ultrasound probe is likely due to handling error. The event can be prevented by following the instructions for use (IFU) which state: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. To prevent unnecessary patient exposure to ultrasound radiation, follow the 'as-low-as-reasonably achievable' (alara) principle when using ultrasound equipment. Olympus will continue to monitor field performance for this device.